Event description:
The manufacturer received information alleging a ventilator's display was black. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's display was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's display was black. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's display was replaced to address the issue. The display was evaluated by the manufacturer's product investigation laboratory (pil) and found the display functioned as designed and operated without issue or error codes.